Event description:
It was reported in an research paper of "cardiovascular interventional radiology" of article titled, "quick, safe, effective: ultrasound-guided percutaneous liver biopsy in the pediatric patient", that sometime later post percutaneous liver biopsy procedure in the pediatric patient to characterize the incidence of complications, procedural time, and specimen adequacy, out of eight hundred and sixty-seven pediatric patients, there were two occurrences of biliary leak approximately two weeks after biopsy procedure. It was further reported that no bleeding complications were identified. The current status of the patient was unknown.

Manufacturer narrative:
H11: salamo rm, miller j. Quick, safe, effective: ultrasound-guided percutaneous liver biopsy in the pediatric patient. Cardiovasc intervent radiol. 2024 jan;47(1):87-91. Doi: 10.1007/s00270-023-03631-7. Epub 2023 dec 21. Pmid: 38129337; pmcid: pmc10769957. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Salamo rm, miller j. Quick, safe, effective: ultrasound-guided percutaneous liver biopsy in the pediatric patient. Cardiovasc intervent radiol. 2024 jan;47(1):87-91. Doi: 10.1007/s00270-023-03631-7. Epub 2023 dec 21. Pmid: 38129337; pmcid: pmc10769957. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an research paper of "cardiovascular interventional radiology" of article titled, "quick, safe, effective: ultrasound-guided percutaneous liver biopsy in the pediatric patient", that sometime later post percutaneous liver biopsy procedure in the pediatric patient to characterize the incidence of complications, procedural time, and specimen adequacy, out of eight hundred and sixty-seven pediatric patients, there were two occurrences of biliary leak approximately two weeks after biopsy procedure. It was further reported that no bleeding complications were identified. The current status of the patient was unknown.